Event description:
The customer called to report a button error alarm and a frozen screen. Troubleshooting was performed and the screen remained frozen. The reported blood glucose reading was 360 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm or frozen screen was noted. The insulin pump had moisture damage on the button/keypad trace. The insulin pump had a blank display due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.